Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage and was displaying an error code. Therefore, the reported condition that the device was broken was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the motor device had a hole in the hose, was displaying an e6 error code (overheat warning), had component damage, and had no function and would not run. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, air pump assessment, and hand control assessment. It was noted in the service order that the device was broken. It was noted that the coolant sheaths were cut on a different spot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.